Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected missing segments or partial display anomalies noted. Device received with cracked reservoir tube lip, broken battery tube threads, cracked case, cracked case from display window corner and broken belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was getting an open circle on the insulin pump. Customer was able to rewind the insulin pump. Customer was able to clear the motor alarm that was received on the insulin pump. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.